Event description:
According to the reporter: the pt experienced a fascial dehiscence. Occurred 2 days post-operatively. The two sutures of size 0 polysorb originally used to close the fascia were noted to be broken mid portion all knots were still intact.

Manufacturer narrative:
(B)(4).